Manufacturer narrative:
Device investigation results: the proximal end of the catheter is broken inside the hypotube strain relief, at the start of the spiral cut. The interior support wires are attached and unwound for approximately 0.4 cm of the distal segment. The catheter is non-functional. Conclusion: the damage suggests that the proximal section of the catheter was bent at a sharp angle during handling. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
A neuron 070 was removed from inventory and prepped according to specs and then hooked up to a continuous saline flush system. The catheter was then introduced through a 6f sheath over a 0.035 in guide wire into the aorta. At this point during its introduction into the pt, the scrub pa observed saline leaking from the proximal stainless steel strain relief on the catheter. He initially thought it was remnants from the initial wiping down of the catheter, but after further inspection found it was coming from inside the catheter from the continuous flush system. The physician then decided to withdraw the catheter from the pt over the 0.035 guide wire. As the physician withdrew the catheter, the proximal stainless strain relief separated completely from the catheter body. A thin stainless coil was the only component that kept the two pieces of catheter in contact with one another. The physician was able to grab the catheter body and safely remove the rest of the system from the pt. A new neuron 070 was removed from inventory and the procedure continued without any incident.